Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient med profile was not interface with pyxis. A technical support specialist (tss) confirmed that the cce (cloud control environment) server had issues with orders and patients¿ messages being delayed. After rebooting the cce the issue had been fixed, and the patient was reflecting on the ed device. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient's medication profile does not interface with pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.